Manufacturer narrative:
The service ctr identified the main pcb and this replacement of the main pcb corrected the audio problem.

Event description:
Covidien-italy service ctr received an n-560 for a functional check. During the eval on (B)(6) 2011 the tech found there was a functional failure of the acoustic alarm. No report of pt harm received from the customer.